Event description:
After a sling procedure the pt presented with vaginal erosion of the tape. The pt presented with vaginal pain, discharge and bleeding, dyspareunia, dysuria and recurrent urinary infection during the 5, 13 and 45 months follow ups. The pt was unsuccessfully treated with oral antibiotics and topical ointments. The pt underwent tissue debridement. The tape was covered by an advanced vaginal flap.